Event description:
It was reported that the patient presented for a post implant check for a scheduled procedure. Upon review, it was discovered that the right atrial lead exhibited high capture thresholds and failure to sense. It was noted that the lead dislodged and migrated to the right ventricle. The lead was explanted and replaced. There were no patient consequences.